Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a low glucose reading of 81 mg/dL as compared to a blood glucose reading of 158 mg/dL on the competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). Details of the customer's symptoms are unknown. It was further reported that the customer self-treated by consuming food. After an unspecified amount of time, the customer self-monitors glucose levels and takes insulin (22 to 28 units in the morning) and Kolastom for cardiac and high blood pressure conditions. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.All pertinent information available to Abbott Diabetes Care has been submitted.